Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. The motor was tested outside the device and passed. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, minor scratches on the lcd window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error after a bolus delivery. The customer's blood glucose at the time of incident was 11.5 mmol/l. The pump then received 4 or 5 subsequent motor errors. Troubleshooting was initiated for the motor errors. The customer's pump was currently working. The pump had not been dropped or bumped, and it has not been exposed to an MRI or high magnetic field. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.